Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The receiver will boot and charge. Perform functional test: passed relevant testing. Download and review receiver log: pass, no issues found within range of issue date. Cut open case, inspect hw: pass, no issues found. The complaint was not confirmed for receiver ceases to function..a root cause could not be determine